Manufacturer narrative:
Reporter last name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl device indicating the ECG fault.